Manufacturer narrative:
This report is for an unknown t-pal cage/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, an unknown cage could not disengage from an unknown t-pal inserter (inner shaft) after the cage was placed into an accepted position. However, an excessive motion was exerted to disengage the cage from an inserter. Then, the implant was moved from the desired position, but the surgeon was unable to position the implant correctly. Thus, the surgeon had accepted that the cage was implanted in undesired position. Patient status and surgical outcome are unknown. This report is for an unknown t-pal cage. This is report 1 of 2 for (B)(4).